Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the left anterior descending artery with heavy calcification and heavy tortuosity. The 2x12mm nc trek neo balloon dilatation catheter (bdc) was advanced; however, the distal marker of the device was noted to be missing. The balloon could not be placed. Therefore, the bdc was removed from the patient and the patient was kept on medical management. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It should be noted that per the manufacturing process, quality checks have been placed in the manufacturing process to confirm the production of the device meets manufacturing specification. The alignment of the distal marker on the equipment is necessary to create the seal and the distal marker is the guide to complete an appropriate seal. The markers should be aligned with the shoulder of the balloon for the alignment of the inner member (im) within the balloon. The process requires the placement and alignment of two markers and the verification of the two markers placed on the device. Therefore, this is not deemed manufacturing related. Based on the reported information and results of the complaint investigation there is no indication the reported missing balloon marker or difficulty advancing the device are related to a potential product quality issue. The investigation was unable to determine a conclusive cause for the reported missing balloon marker; however, the reported difficulty advancing the device appears to be related to circumstances of the procedure. In this case, the device was not returned for analysis; therefore, a conclusive cause for the reported complaint cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. H3 correction: device returning status updated from yes to not returning.

Manufacturer narrative:
H6 correction: medical device problem code 2920 removed.